Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker could not be released from the delivery catheter. The device was not used and not replaced. The patient was in stable condition.